Event description:
Customer reported the tubing came out of the top of the burette during an infusion. User identified the separated tubing was the section from the bag spike into the top of the burette. No pt harm was reported and no medical intervention required. Although requested, no additional event or pt info provided.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.